Event description:
Additional information was received from the patient on (B)(6) 2022. The patient stated since the changes yesterday, they feel the need to void and then can't. Patient said the purpose was to have them void and they are not. Patient was advised to contact their clinician with concerns.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Product type: lead. Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.